Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Lot number provided is invalid. DHR review was performed on 2 alternate lots with no complaint related issues noted. Visual examination revealed the ria drive shaft was returned with the tip broken on the hex feature. No flat areas of the hex remains, only the lead-in feature. Collar has dents and scratches and shaft has axial scratches indicating usage. Since it cannot be determined when and howe the tip became damaged, this complaint is indeterminate.

Event description:
It was reported, prior to a procedure, the tip of the reamer/irrigator/aspirator drive shaft had broken off. It is unknown when or where this occurred. Another drive shaft was used for the procedure.